Event description:
A malfunction was reported, identified by the code malf 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, and assisted them in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and instructed to contact technical support if any issue arose again.